Event description:
It was reported that during a supply change, the infusion set connector was not attached properly, which led to insulin leakage at the fill tubing stage. The user was guided to restart the process and correctly attach the connector for the infusion set and cartridge. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to incorrectly attaching the infusion set connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.